Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was difficult to remove from the pump. Customer declined follow up with tandem customer technical support. No additional information was provided. There was no adverse impact to the customer's blood glucose.